Event description:
Health professional reported the removal of a band due to an alleged "leak." The device was found to have an alleged "leak" when the doctor performed an endoscopy and barium swallow and found the tubing had a hole in it. The explanting surgeon was not the same as the implanting surgeon.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."